Manufacturer narrative:
Result: the pet-lock is still intact on the proximal end of the pusher assembly, indicating that the coil was not detached with the detachment handle. The proximal constraint ball is still attached to the coil, indicating that the coil stretch resistant (sr) wire was not broken. The coil is intact and the pull-wire distal pet- bump is still inside the capture feature of the distal detachment tip (ddt). The pet-lock is still intact on the proximal end of the pusher assembly, indicating that the coil was not detached with the detachment handle. The proximal constraint ball is still attached to the coil, indicating that the coil stretch resistant (sr) wire was not broken. The coil is intact and the pull-wire distal pet- bump is still inside the capture feature of the distal detachment tip (ddt). Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the coil detached from the pusher assembly inside of the delivery microcatheter during retraction. Evaluation of the returned product confirmed an unintentionally detached coil as evidenced by the unbroken pet lock on the proximal end of the pusher assembly and the returned detached coil. The pusher assembly and coil appear to be in good condition and undamaged. This product issue was likely caused by force placed on the coil and pusher assembly system in excess of the tensile strength of the ddt/proximal constraint ball joint, which holds the coil proximal constraint ball in the ddt of the pusher assembly, during retraction of the coil into the microcatheter. Once the force of this joint was overcome, the coil proximal constraint ball slipped from the ddt causing the coil to detach. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, upon retraction of the second coil for replacement, the coil unintentionally detached in the microcatheter. The coil was aspirated out and another coil was used to successfully complete the procedure. There was no reported adverse effect on the patient.